Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The cause was not reported. The patient was hospitalized on the same day as the onset. Treatment for the event was unknown. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.